Manufacturer narrative:
During an interventional endovascular procedure, the 80 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at ten atmospheres during post-dilation of a previously implanted smart 10 x 4 stent in the left femoral artery. The product was removed and a powerflex 6 x 4 bc was used to complete the procedure successfully. There was no reported patient injury. The target lesions for the procedure were the right and left iliac arteries. No target lesion characteristic information was provided. Access for the procedure was from the left and right femoral arteries using non-cordis sheaths. A non-cordis guidewire was used to access the target lesion. Two (2) smart 10 x 4 stents were successfully implanted. Additional information received indicated that no additional information regarding the size of the smart stent was available. It was unknown if there was any reported product issue with either of the stents implanted. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown or not applicable. The product was not returned for analysis. A device history record (DHR) review of lot 17351790 revealed one anomaly or non-conformance during the manufacturing and inspection processes that can be associated with the reported event but this product was segregated and discarded. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown but may have contributed to the reported event, as might the use of the balloon within a previously implanted stent. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.  Please note that this is the initial/final report for this product.

Event description:
As reported, during an interventional endovascular procedure, the 80 cm powerflexpro 6 mm. X 4 cm balloon catheter (bc) ruptured at ten atmospheres during post-dilation of a previously implanted smart 10 x 4 stent in the left femoral artery. The product was removed and a powerflex 6 x 4 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesions for the procedure were the right and left iliac arteries. No target lesion characteristic information was provided. Access for the procedure was from the left and right femoral arteries using non-cordis sheaths. A non-cordis guidewire was used to access the target lesion. Two (2) smart 10 x 4 stents were successfully implanted. Additional information received indicated that no additional information regarding the size of the smart stent was available. It was unknown if there was any reported product issue with either of the stents implanted. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown of not applicable.